Event description:
Clinical notes dated (B)(6) 2011 were received by the MFR which revealed that the pt had two seizures in (B)(6) and had five since the pt's last visit on (B)(6) 2011. It was reported that the pt's seizures are not well controlled. The pt is being referred for prophylactic generator replacement. Although surgery is likely, it has not occurred to date. Attempts for add'l info have been unsuccessful to date. A battery life calculation was performed with the history available in the MFR's in-house programming database, and the results were approx 3.22 years until eri=yes.